Event description:
The customer contacted stryker to report that their device keypad stop functioning intermittently. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the main and printer keyboards. After completing other unrelated repairs, proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Section h6 method code grid of the initial medwatch report indicated: type of investigation not yet determined section h6 method code grid of the initial medwatch report should indicate: testing of actual/suspect device section h6 result code grid of the initial medwatch report indicated: results pending completion of investigation section h6 result code grid of the initial medwatch report should indicate: mechanical problem identified section h6 conclusion code grid of the initial medwatch report indicated: conclusion not yet available section h6 conclusion code grid of the initial medwatch report should indicate: cause traced to component failure.

Event description:
The customer contacted stryker to report that their device keypad stop functioning intermittently. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.